Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller stated that patient hasn't been able to use their replacement controller for about a week now. Caller stated that every time patient tries to charge their implant, they see a device not found message. Caller stated the "charging setting" displays 60% or 70% but the patient still cannot turn on their stimulation and is in a lot of pain. Caller stated they are not sure if the replacement controller was set up properly. When asked for event date, caller stated the patient noted last tuesday or wednesday that they do not believe their controller was working properly. Patient rep called back stating they received the replacement controller but it won't connect to the implant. Agent had caller reset the controller. Caller unlocked the controller and saw "position." Agent had caller position the recharger over the implant and begin charging. Caller confirmed the controller was at 70% and the implant was empty but recharging with excellent quality. Agent reviewed information and that everything appeared to be working as intended. Agent advised caller to allow the implant to recharge for some time and call back if further as sistance is needed. Patient rep called back in stating the patient received their replacement controller and recharger, but they are still having issues with seeing no device found on the controller when attempting to charge the implant. Caller stated they believed the replacement controller was possibly not paired correctly to the patients implant.  Agent reviewed no device found message if the patients implant is fully depleted. Caller confirmed the patient will see no device found even if the implant is not fully depleted. Agent confirmed patient is using correct replacement equipment. The caller and patient were redirected to their healthcare provider to further address the issue.